Event description:
Trouble walking and it was difficult to navigate/difficult walking/dragging of right leg [walking difficulty] very painful extremely swollen (right) knees+legs+thighs/sore [pain in extremity] very painful extremely swollen (right) knees+legs+thighs/sore [injection site joint pain] ([condition aggravated]) impossible to bend knees [joint range of motion decreased] very difficult for the patient to get up and down to sit [general discomfort] very painful extremely swollen (right) knees+legs+thighs [swelling of limb] ([condition aggravated]) knees (right) were hot [joint warmth] very painful extremely swollen (right) knees+legs+thighs [injection site joint swelling] ([condition aggravated]) joint stiffness [joint stiffness] no improvement/upon physical exam, there were no changes prior to the injections versus after the injections [device ineffective] case narrative: based on additional information received on 30-oct-2020 from a physician, this case became medically confirmed. The case was linked to (B)(4) (multiple devices for same patient). Initial information received from united states on (B)(6) 2020 regarding an unsolicited valid serious case from a patient. This case involves 82 years old female patient (165.1 cm and 69.17 kg) who had trouble walking and it was difficult to navigate/difficult walking/dragging of right leg, impossible to bend knees, very painful extremely swollen (right) knees+legs+thighs/sore, knees (right) were hot, joint stiffness, very difficult for the patient to get up and down to sit and no improvement/upon physical exam, there were no changes prior to the injections versus after the injections (device ineffective) with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. It was reported that patient had used hylan g-f 20, sodium hyaluronate a while ago and did not had any problems with previous shots in knees. Patient was trying to put off knee surgery. The patient had no reaction to hyalgan injectables ever for past 10 years or more than initial, other than injection site discomfort which was very temporary. Concomitant medications included levothyroxine sodium (synthroid) for thyroid; estradiol for hormone; metoprolol for daily palpitations; brimonidine tartrate (alphagan p) for glaucoma; timolol for glaucoma; bimatoprost (lumigan) for glaucoma; and hyaluronate sodium (orthotics). On (B)(6) 2020, patient had the first injection of synvisc series. On (B)(6) 2020, the patient received second hylan g-f 20, sodium hyaluronate injection via intra-articular route at the dose of 16 mg (16 mg/2ml), once a week for knee problems/osteoarthritis in right knee (lot - 8rsp029a, expiration date: (B)(6) 2021). The synvisc was supplied as pre-filled syringe which was stored at room temperature. It was reported that the second dose was a problem. On same day, the patient had very painful (sore) and extremely swollen right knee + thigh + leg (injection site joint pain, pain in extremity; injection site joint swelling, peripheral swelling). The event of injection site joint pain, and pain in extremity was assessed to caused disability. Patient was iced and ibuprofen (advil) at home. On an unknown date in 2020, it became worse, knee was hot (joint warmth), more swelling, joint stiffness, difficult walking, dragging of right leg (gait disturbance). On an unknown date in 2020, after latency of few days, patient had trouble walking and used husband's walker and it was difficult to navigate. Event of gait disturbance was assessed as serious due to disability and medically significant. Patient had to use walker for stability walking. It was very difficult for the patient to get up and down to sit (discomfort). Patient continued ibuprofen and icing. It was impossible to bend knees (onset: 2020; latency: few days). She skipped a week, cancelled third shot scheduled for (B)(6) until knees were improved and she could walk without walker; thinking that would help and on (B)(6) 2020, patient had the third dose as she wanted to continue with injections. The patient had no improvement and upon physical exam, there were no changes prior to the injections versus after the injections (device ineffective). Patient had used hyaluronate sodium and other injections once a year did not have any problems that she experienced with the hylan g-f 20, sodium hyaluronate. Action taken: not applicable for device ineffective; drug withdrawn for rest all events corrective treatment: walker for gait disturbance, ibuprofen and icing for very painful extremely swollen (right) knees+legs+thighs; not reported for rest of the events outcome: not applicable for device ineffective; recovering for trouble walking and it was difficult to navigate/difficult walking/dragging of right leg, recovered for very painful extremely swollen (right) knees+legs+thighs, unknown for rest of the events a product technical complaint was initiated on (B)(6) 2020 for synvisc. Batch number: 8rsp029a global ptc number: 100059103 the production and quality control documentation for lot 8rsp029a expiration date (2021-10) was reviewed. The investigation showed that the product met specifications. No associated non-conformance's were noted. Based on the lot batch record review & lot frequency analysis for lot 8rsp029a no CAPA (corrective and preventive action) was required. Adverse event reports with or without lot numbers were continuously monitored, and possible associations with their corresponding product lot were assessed, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of (B)(6) 2020 there were 10 complaints on file for lot 8rsp029 and all related sub-lots. 4 complaints were on file for lot 8rsp029: (1) syringe broken prior, (1) leakage and (2) adverse event reports. 6 complaints were on file for lot 8rsp029a: (1) leakage (1) plunger defect and (4) adverse event reports. Sanofi would continue to monitor complaints to determine if a CAPA is required final investigation complete date: (B)(6) 2020 follow up information was received on (B)(6) 2020 from a healthcare professional. Global ptc number was added. No significant information was received. Additional information was received on (B)(6) 2020 from other healthcare professional (genzyme event management group). Global ptc number and its results were added. Clinical course updated. Text amended accordingly. Additional information was received on (B)(6) 2020 from patient. Verbatim of event was updated from trouble walking and it was difficult to navigate (right knee) to trouble walking and it was difficult to navigate/difficult walking/dragging of right leg and outcome was updated to recovering. Events of impossible to bend knees, very painful extremely swollen (right) knees+legs+thighs, knees were hot and joint stiffness were added. Medical history and concomitant medications were updated. Related case ID updated. Clinical course updated. Text amended accordingly. Additional information was received on (B)(6) 2020 from a physician. This case became medically confirmed. As reported term was updated to very painful extremely swollen (right) knees+legs+thighs/sore. Event added- no improvement/upon physical exam, there were no changes prior to the injections versus after the injections (device ineffective). Clinical course updated. Text amended accordingly.

Event description:
Trouble walking and it was difficult to navigate/difficult walking/dragging of right leg [walking difficulty] impossible to bend knees [joint range of motion decreased] very difficult for the patient to get up and down to sit [general discomfort] very painful extremely swollen (right) knees+legs+thighs [pain in extremity] very painful extremely swollen (right) knees+legs+thighs [swelling of limb] ([condition aggravated]) very painful extremely swollen (right) knees+legs+thighs [aching (r) knee] ([condition aggravated]) knees (right) were hot [joint warmth] very painful extremely swollen (right) knees+legs+thighs [swelling of r knee] ([condition aggravated]) joint stiffness [joint stiffness] case narrative: the case was linked to 2020sa206971, 2020sa253227, 2020sa253178, 2020sa208447 and 2020sa208431 (multiple devices for same patient). Initial information received from united states on 07-aug-2020 regarding an unsolicited valid serious case received from patient. This case involves 82 years old female patient (165.1 cm and 66.667 kg) who had trouble walking and it was difficult to navigate/difficult walking/dragging of right leg, impossible to bend knees, very painful extremely swollen (right) knees+legs+thighs, knees (right) were hot and joint stiffness, very difficult for the patient to get up and down to sit with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. It was reported that patient had used hylan g-f 20, sodium hyaluronate a while ago and did not had any problems with previous shots in knees. Patient was trying to put off knee surgery. The patient had no reaction to hyalgan injectables ever for past 10 years or more than initial, other than injection site discomfort which was very temporary. Concomitant medications included levothyroxine sodium (synthyroid) for thyroid; estradiol for hormone; metoprolol for daily palpitations; brimonidine tartrate (alphagan p) for glaucoma; timolol for glaucoma; bimatoprost (lumigan) for glaucoma; and hyaluronate sodium (orthovisc). On (B)(6) 2020 the patient started using hylan g-f 20, sodium hyaluronate intra-articular injection at the dose of 60 mg, once a week (lot - 8rsp029a, expiration date: 31-oct-2021) for knee problems/osteoarthritis in right knee. On (B)(6) 2020 patient had the second injection. It was reported that second dose was a problem. Same day, after latency of 7 days, patient had very painful and extremely swollen right knee + thigh + leg (arthralgia, pain in extremity; joint swelling, peripheral swelling). Patient was iced and ibuprofen (advil) at home. On an unknown date in 2020, it became worse, knee was hot (joint warmth), more swelling, joint stiffness, difficult walking, dragging of right leg (gait disturbance). On an unknown date in 2020, after latency of few days, patient had trouble walking and used husband's walker and it was difficult to navigate. Event of gait disturbance was assessed as serious due to disability and medically significant. Patient had to use walker for stability walking. It was very difficult for the patient to get up and down to sit (discomfort). Patient continued ibuprofen and icing. It was impossible to bend knees (onset: 2020; latency: few days). Patient skipped a week, cancelled third shot scheduled for 07-jul until knees were improved and she could walk without walker; thinking that would help and on (B)(6) 2020 patient had the third dose. Patient had used hyaluronate sodium and other injections once a year did not have any problems that she experienced with the hylan g-f 20, sodium hyaluronate. Action taken: drug withdrawn for all events. Corrective treatment: walker for gait disturbance, ibuprofen and icing for very painful extremely swollen (right) knees+legs+thighs; not reported for rest of the events outcome: recovering for trouble walking and it was difficult to navigate/difficult walking/dragging of right leg, recovered for very painful extremely swollen (right) knees+legs+thighs, unknown for rest of the events. A product technical complaint was initiated on 10-aug-2020 for synvisc. Batch number: 8rsp029a global ptc number: (B)(4). The production and quality control documentation for lot 8rsp029a expiration date (2021-10) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 8rsp029a no CAPA (corrective and preventive action) was required. Adverse event reports with or without lot numbers were continuously monitored, and possible associations with their corresponding product lot were assessed, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 19-aug-2020 there were 10 complaints on file for lot 8rsp029 and all related sub-lots. 4 complaints were on file for lot 8rsp029: (1) syringe broken prior, (1) leakage and (2) adverse event reports. 6 complaints were on file for lot 8rsp029a: (1) leakage (1) plunger defect and (4) adverse event reports. Sanofi would continue to monitor complaints to determine if a CAPA is required final investigation complete date: 20-aug-2020 follow up information was received on 10-aug-2020 from a healthcare professional. Global ptc number was added. No significant information was received. Additional information was received on 20-aug-2020 from other healthcare professional (genzyme event management group). Global ptc number and its results were added. Clinical course updated. Text amended accordingly. Additional information was received on 14-sep-2020 from patient. Verbatim of event was updated from trouble walking and it was difficult to navigate (right knee) to trouble walking and it was difficult to navigate/difficult walking/dragging of right leg and outcome was updated to recovering. Events of impossible to bend knees, very painful extremely swollen (right) knees+legs+thighs, knees were hot and joint stiffness were added. Medical history and concomitant medications were updated. Related case ID updated. Clinical course updated. Text amended accordingly.

Event description:
Trouble walking and it was difficult to navigate (right knee) [walking difficulty] case narrative: the case was linked to (B)(4) (multiple devices for same patient). Initial information received from united states on 07-aug-2020 regarding an unsolicited valid serious case received from patient. This case involves 82 years old female patient who had trouble walking and it was difficult to navigate (right knee), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. It was reported that patient did not had any problems with previous shots in knees. Patient was trying to put off knee surgery. On (B)(6) 2020, the patient started using hylan g-f 20, sodium hyaluronate injection at the dose of 60 mg, once a week via unknown route (lot - 8rsp029a, expiration date: 31-oct-2021) for knee problems/osteoarthritis in right knee. On (B)(6)2020, patient had the second injection. It was reported that second dose was a problem. On an unknown date in 2020, after unknown latency, patient had trouble walking and used husband's walker and it was difficult to navigate (event assessed as serious due to disability). Patient skipped a week thinking that would help and on 14-jul-2020, patient had the third dose. Action taken: drug withdrawn. Corrective treatment: walker. Outcome: unknown . A product technical complaint was initiated on (B)(6) 2020 for synvisc . Batch number: 8rsp029a global ptc number: (B)(4). The production and quality control documentation for lot 8rsp029a expiration date (2021-10) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 8rsp029a no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 19-aug-2020 there were 10 complaints on file for lot 8rsp029 and all related sub-lots. 4 complaints were on file for lot 8rsp029: (1) syringe broken prior, (1) leakage and (2) adverse event reports. 6 complaints were on file for lot 8rsp029a: (1) leakage (1) plunger defect and (4) adverse event reports. Sanofi would continue to monitor complaints as stated in sop rdg-sop-000440 product event handling to determine if a CAPA is required final investigation complete date: (B)(6) 2020. Follow up information was received on 10-aug-2020 from a healthcare professional. Global ptc number was added. No significant information was received. Additional information was received on 20-aug-2020 from other healthcare professional (genzyme event management group). Global ptc number and its results were added. Clinical course updated. Text amended accordingly.

Event description:
Trouble walking and it was difficult to navigate (right knee) [walking difficulty]. Case narrative: the case was linked to (B)(4), (B)(4) and (B)(4) (multiple devices for same patient). Initial information received from united states on 07-aug-2020 regarding an unsolicited valid serious case received from patient. This case involves (B)(6) years old female patient who had trouble walking and it was difficult to navigate (right knee), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. It was reported that patient did not had any problems with previous shots in knees. Patient was trying to put off knee surgery. On (B)(6) 2020, the patient started using hylan g-f 20, sodium hyaluronate injection at the dose of 60 mg, once a week via unknown route (lot - 8rsp029a, expiration date: 31-oct-2021) for knee problems/osteoarthritis in left knee. On (B)(6) 2020, patient had the second injection. It was reported that second dose was a problem. On an unknown date in 2020, after unknown latency, patient had trouble walking and used husband's walker and it was difficult to navigate (event assessed as serious due to disability). Patient skipped a week thinking that would help and on (B)(6) 2020, patient had the third dose. Action taken: drug withdrawn. Corrective treatment: walker. Outcome: unknown. A product technical complaint was initiated and results were pending for the same.